Manufacturer narrative:
Date sent to the FDA: 10/5/2021. Additional information: d1, d2a, d2b, d3, d4, d6a, g4. Additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. Date sent to the FDA: 10/5/2021. Corrected information: d1 - manufacturing site name and address.

Manufacturer narrative:
Date sent to the FDA: 10/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incontinence correction, gynecological surgical procedure in 2011 and mesh was implanted. It was reported that the patient experienced pelvic pain. No additional information was provided.